Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging all of the keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/03/2016 with the following findings: the keypad cover was found to be intact; all buttons were found to be responsive during investigation. The keypad cover was removed; there was no contamination found under the contacts. The reported under responsive keypad buttons was not duplicated during investigation. Unrelated to the complaint, there was evidence of moisture behind the display lens. A leak test failed due to audio bolus button (abb) leak. The abb cover was found to be lifted and was unresponsive. The abb cover was removed and the slug was found to be missing. The pump was opened; there was evidence of moisture found on the keypad flex/connector/main pcb. A hairline battery compartment crack was also observed at the case seal below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.